Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was mentioned as issue fixed by field service technician, but no further repair information was available, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not communicating with the bus. Restarting both devices and performing a battery shutdown for more than 30 seconds were attempted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.